Event description:
The customer reported that the teeth are missing from the left panel zipper. There was no patient incident or injury reported.

Manufacturer narrative:
Results: inspection of the returned product revealed the patient access window side left zipper slider body is open. Note: posey instructions for use warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. (B)(4).